Event description:
It was reported that during the post-operative check, there was intermittent atrial capture at maximum output. X-ray demonstrated that the atrial lead had retracted its position slightly. Sensing of the atrium was good, and at this time there was no plan to reposition the lead. The atrial lead remains in service and no adverse patient effects were reported. It was additionally reported that this atrial lead was successfully explanted and replaced. It was also reported that the right ventricular lead also appeared to have retracted in position on x-ray, despite good lead measurements. The rv lead was also replaced. No additional adverse patient effects were reported. This atrial lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test was also performed and indicated no blockage in the lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the post-operative check, there was intermittent atrial capture at maximum output. X-ray demonstrated that the atrial lead had retracted its position slightly. Sensing of the atrium was good, and at this time there was no plant to reposition the lead. The atrial lead remains in service and no adverse patient effects were reported. It was additionally reported that this atrial lead was successfully explanted and replaced. It was also reported that the right ventricular lead also appeared to have retracted in position on x-ray, despite good lead measurements. The rv lead was also replaced. No additional adverse patient effects were reported.